Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. There were some failed-self test alarms in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed and had high stop current due to faulty electrical component on the radio frequency board. However, the insulin pump passed a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window.